Event description:
It was reported that the patient was hanging drapes and fell sideways. After the fall the patient felt okay for approximately three days, then her feet became sore and her stimulation sensation was not as strong. The patient could not feel any stimulation on the right side of her body. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2007-(B)(6), explanted: na, lead model 3777-60, serial# (B)(4), implanted: 2007-(B)(6), explanted: na, programmer model 37742, serial# (B)(4), accessory model 37752, serial# (B)(4).

Event description:
Additional information received reported the event was due to a possible battery malfunction. All impedances were greater than 1000 ohms. The neurostimulator was replaced and the patient was doing great.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an appointment on (B)(6)-2011 and an appointment including an x-ray on (B)(6)-2011. Results were not provided. The patient was still having concerns with her device or therapy, and had another appointment scheduled for (B)(6)-2012.

Event description:
Additional information received from the hcp reported that work-up was still ongoing as of (B)(6)-2011.

Event description:
Additional information received reported that after the fall, the patient experienced a burning sensation at the battery site when stimulation was turned on. After device replacement the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator, model 37713, serial #(B)(4), found no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.